Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related regulatory reference number: 3006705815-2023-00598. It was reported the patient was unable to set ipg into MRI mode. Lead diagnostics indicated high impedances on multiple contacts on both leads. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.